Manufacturer narrative:
Product analysis: analysis found that the battery contacts were sticky, the knob was missing, the high frequency display was defective and the device was exceeding sensitivity and the calibration was invalid. The main board, display, knob spring and knob were replaced. The battery contacts were cleaned. The device then passed functional testing. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pace light was always on. The external pulse generator (epg) was returned for servicing. There was no patient involvement.